Event description:
It was reported that (1) atw45 was used during a lap appendectomy procedure. It was reported by the rep that the surgeon attempted to fire atw45 across appendix. The device became stuck and would not release from appendix. The surgeon spent several minutes trying to release device from stump and it finally came off. Opened another device to complete the case. There was no consequence to pt.